Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy fluid. The breach in aseptic technique was further described as noncompliance and patient mistake. On the same day as onset of peritonitis, the patient was hospitalized and began treatment with cefazolin (2g per day, duration and route not reported) and gentamycin (intraperitoneally, 80mg per day, duration not reported) for the peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During follow-up with the nurse, it was reported that the patient recovered from peritonitis 15 days prior to the receipt of this report. On the same day, the patient was discharged from the hospital and discontinued treatment with cefazolin and gentamycin. Should additional relevant information become available, a supplemental report will be submitted.